Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116592. The connecting products used were also not available for investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116592 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. However, following a small number of similar reports, bd is conducting an in-depth investigation to identify any potential contributing factors for occlusion of this nature. Please note previous investigations have determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that the smartsite needle-free connector would not inject fluids due to flow issues/blockage. The following information was provided by the initial reporter: "smartsite issue- unable to inject fluids. Multiple problems with this product not working with bd syringes ie: unable to inject fluids."